Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleging recurring headaches, naseua, chest pains, vommitting, eye irritation, cough and airway irritation. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging recurring headaches, naseua, chest pains, vommitting, eye irritation, cough and airway irritation, running nose, dizziness, difficulty breathing/short of breath. Related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. H6 health effect- clinical code, type of investigation, investigation findings and investigation conclusions have been updated in this report.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to the CPAP device's sound abatement foam. The patient alleging recurring headaches, nausea, chest pains, vomiting, eye irritation, cough and airway irritation. New information has been added that the patient alleged having running nose, dizziness, difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. Section g3 is updated with additional information. Section h6 health effect - clinical code: 4464, 2194, 1816 is updated with additional information.